Manufacturer narrative:
Approximate age of device - 2 years. The event occurred at (B)(6) hospital. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was readmitted on (B)(6) 2015 due to a bacterial driveline infection. The patient underwent surgical debridement of the driveline exit site and received unspecified antibiotic therapy. The infection was reported to be device related. No further information was provided.